Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 31,846 joules of use and 8:39 minutes,"forward firing" was observed. The procedure was completed with a second fiber. There was no injury to patient reported.